Manufacturer narrative:
Additional information was requested and not received. The radiesse lot number was not provided therefore the device history record could not be reviewed.

Event description:
This spontaneous report was received from the (B)(6) physician via a company employee and concerns a (B)(6) man who was injected with radiesse in (B)(6) 2014 (for volumizing) and developed a lump in the nasolabial folds in (B)(6) 2014 (not immediately after injection). The lumps are visible on both sides of the nasolabial folds. The patient visited his "gp" and was given antibiotics for the infection. The aesthetic practitioner is reviewing the patient on (B)(6) 2014 and believes that the infection has subsided but the lump is still there. The patient has had radiesse in 2013 in the same are but did not experienced any lumps or other problems.